Event description:
The patient experienced weight loss, rashes, headaches, blurry vision, edema of feet, stomach and abdominal pain, nausea, vomiting, dizziness, weakness, tremors, and joint pain. The implantable neurostimulator (ins) battery had depleted. An electrogastrogram revealed irregular rhythm and unequal amplitude (frequency average 1.8, amplitude 0.15 and far of 12). The ins was explanted and replaced (B)(6) 2011. The patient was hospitalized as a result of the event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.